Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, it was reported that a pacemaker was implanted because the patient experienced a new onset of right bundle branch block (rbbb) during the procedure. It also was reported that regurgitation on the valve remained post-procedure. The valve moved during release from the delivery catheter system (dcs) tabs into the sinus of valsalva (sov), but the detachment could not be fully confirmed due to the previously implanted devices.

Manufacturer narrative:
Conclusion: the clinical observation of valve dislodgement does not indicate a potential manufacturing issue. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). The device history review of the dcs was reviewed to find no issues that would have impacted this event. Dislodgement complaints are typically the result of tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others, however, are typically not related to a device malfunction. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.